Event description:
It was reported that a patient presented with r wave sensing variability noted on the implantable cardioverter defibrillator during an arrythmia episode, resulting in under-sensing and loss of defibrillation therapy. Corrective programming changes were recommended. No further adverse patient consequences were reported.